Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician placed multiple pod pcs in the target location. While advancing the next pod pc through the lantern, the pod pc unintentionally detached and was contained inside the lantern. It was reported that the physician was able to successfully remove the detached pod pc out from the lantern. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.